Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 48mg/dl, and her blood glucose was treated with food. Troubleshooting was performed. Reviewed the programming and found that the customer changed the insulin sensitivity. The reservoir was showing more insulin than what it was showing on the status screen. Days later, the customer called back and stated that her blood glucose meter read 80mg/dl in the morning and she passed out. When the paramedics took her blood glucose it was 30mg/dl. No further information was provided.